Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was cracked prior to use. A cartridge change was performed to address the event. Customer's blood glucose level was 120 mg/dl.